Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro vh-3000. The harvester had some intermittent sticking of the cutting tool in the channel of the device. There was no specific case or lot number noted, just a general conversation. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25149022, 25148770, 25148575 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro vh-3000. The harvester had some intermittent sticking of the cutting tool in the channel of the device.(there was a bit more resistance than usual in advancing the tool through the harvesting cannula when extending the tool to cut a branch.) There was no specific case or lot number noted, just a general conversation. The hospital did not report any patient effects.